Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged pitch cable at distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, single port (sp) monopolar curved scissors (mcs) tip of the scissors were damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in regard to the sp monopolar curved scissor that was sent back, the damage that was observed was around the plastic tip at the distal point of the instrument. The plastic piece looked to have been chipped away at, making the placement of the disposable scissor tip unachievable. No damage to the wiring was observed during return. No pieces broke off as this was observed during preparation for the case. The arm was not used and returned to sterile processing. The damage to the arm was discovered during set up for the case. The arm was never used in the case due to being unable to attach the scissor tip to the arm. The damage observed was chipping on the plastic tip where the disposable scissor tip attaches. Due to the chipped plastic, the tip was not able to be secured on to the arm, therefore it was never used on/ entered patient.